Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a patient experienced a skin irritation while wearing the lifevest. The skin irritation was described as red and itchy was bleeding. The patient's doctor prescribed her triamcinolone cream and pt received two shots from the doctor to help alleviate the irritation. There is no alleged deficiency. Follow up was completed and the skin irritation was improved.